Event description:
It was reported that a syncopal patient presented in clinic. An electrocardiogram revealed noise on the atrial lead. An insulation anomaly was also noted. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis description: final analysis found external abrasion breaching the outer insulation at 2.8-3.0 cm from proximal cut end. The abrasion was consistent with friction to another implantable device.